Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was replaced due to a disconnection from the pump connector. The reporter stated 'sutureless connector did not look like it was seated correctly so we replaced it'. A pump rotor study was performed with results of 'okay'. A catheter dye study was performed intra-operatively and the catheter was found to be fine; however, there was an issue with the connector as there was leaking around the pump. The patient experienced under-dose symptoms (unspecified) and less than 50% therapy relief as a result of the event. The patient outcome following catheter revision was reported as recovered without sequela. The device system was used to deliver infumorph (morphine). A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID 8709sc, lot# h816228003, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the 8709sc catheter, found that there was a possible poor connection to the pump causing it to leak or detach. In a comparison of the customer's sutureless connector (sc) to a known good sc connector, the retaining ring fingers on the customer's connector are not protruding as far as the retaining ring fingers on the known good sc connector. Another observation was that one of the retaining ring fingers shows significant indents. These indents appear to indicate the pump was not fully seated on the outlet port of the pump. Both these observations together indicate the retaining ring on the returned sc connector has been deformed in shape and was most likely related to the sc connector not being fully seated on the outlet port of the pump. The sc connector was attached to a test fixture in the analysis lab and no leaking was seen. Finally, after all photos and other testing were done, the returned sc connector was attached to 3 different pumps. In each case the connector made a robust connection to the pump.